Manufacturer narrative:
Device logs were evaluated and it was determined that the ventilator was manually placed into "standby" mode [by a user] on (B)(6) 2022 @ 23:40:24. No device malfunction was confirmed.

Event description:
It was reported that on (B)(6) 2022 a patient (in (B)(6)) was being ventilated on the sv600. The ventilator entered standby status and ventilation ceased. The patient was reported to have expired on (B)(6) 2022.